Event description:
It was reported post permanent scs implant procedure, the pt experienced swelling and numbness in her right leg. F/u identified the pt's symptoms have gradually resolved. The pt reported effective stimulation coverage as desired.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.